Event description:
One hx-202ur single use repositionable quickclip (lot 8zk) was returned for evaluation due to ¿can't open, close or rotate¿. The customer only returned the deployed clip, and not the entire device. A visual inspection of the clip was performed and no abnormalities were noted on the clip arm. The clip pipe was not received with the device, and the spring portion of the clip was exposed; no damages noted. Olympus was unable to perform a functional inspection as the clip was already deployed, prior to receipt. Additionally, there was no presence of foreign material on the received piece. We are unable to determine the root cause for the reported event.

Event description:
Service center was informed that during the end of the colonoscopy procedure, on withdrawal after polypectomy, the device deploys open with exposed spring. Patient got minor abrasion. Wither a net or snare were used to grab and remove the clip. In addition, it was reported that the device was inspected prior and after the procedure and no abnormalities observed prior to the procedure. The intended procedure was completed. There was no patient injury reported. The report 2 of 3.